Event description:
The account alleged that when a patient came back from a procedure they tried to arm the patient position module and they got an error code on the scale display and the positioning lights flashed but would not stay on. The account decided not to move patient and they knew alarm was not set. The patient exited the bed and was found on the floor. The patient was not injured. The account then moved the patient to a different bed.

Manufacturer narrative:
The technician investigated and found the bed was functioning as designed. The technician did calibrate the scale after inspection for preventative maintenance.